Event description:
It was reported to medtronic minimed that the customer experienced other critical pump error and the pump was unable to pair with the transmitter. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer would discontinue to use of the device, mmt-1885 was requested and the customer response was the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement test and self test. Successfully utilized crest and thus to download history files, traces and comlink3 files. No unexpected critical pump error (open book image), e/a alarm during testing or in the history files, traces and comlink3 files. The test guardian link, test bg meter communicated and paired properly with the pump noted. No communication anomaly or device not found alarm noted. Pump was cut open to perform visual inspection and found no moisture damage on the pcb1, pcba2 battery connector, motor, force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, stained keypad overlay. Critical pump error (open book image), e/a alarm and unable communicate to the transmitter not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.